Manufacturer narrative:
The affected device was examined on site and the log file was made available for further analysis. Based on the log entries, a restart of the unit on april 26, 2022 was confirmed. Based on the error code during the event, a deviation within the electronic system that monitors the turbine's rotational speed was determined to be the cause. The software deviation was corrected by the restart. The unit responded to the detected deviation as specified and performed a restart. The device then continued ventilation. During the restart, ventilation is stopped, a high-priority audible and visual alarm is triggered, and the pneumatic system is opened to allow spontaneous breathing. A restart takes a maximum of 12 seconds, after which ventilation is continued with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during operation on the patient, the screen went dark and could not be turned off. The device has performed multiple reboots and has been replaced. No patient injury was reported.